Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula did not deploy. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose rose to 500 mg/dl. When she removed the pod, she noticed that the cannula never deployed.